Event description:
The pt was having trouble being weaned off the ventilator. The pt also had been having oozing blood from chest drains for about two weeks following the implant. The pt's vad flows and stroke volumes had also decreased. A chest x-ray was done, and the results showed a left "hemithorax." At that time a chest tube was inserted, and there was approx a 3 liter blood output. The surgeon decided to take the pt to the or to evacuate a large amount of the clot. It was also determined that lower anchoring eyelet on the lvad housing closest to the inflow valve had eroded through the pt's epigastric vein, which was repaired during the re-op. The surgeon also noted that the other anchoring eyelets on the lvad housing had eroded into the muscle. The surgeon stated that the pocket was not too tight, and the pt was not small. The pt's bleeding did slow down, and the vad flows and ventilating were getting much better. The pt remains stable and on lvad support while awaiting a heart transplant.